Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20554. It was reported the patient ((B)(6)) experienced discomfort due to the infection which initiated at the lead incision site and radiated to the scs ipg. Reportedly, the site was inflamed; cultures were taken. Consequently, the scs system was explanted and the site was debrided and cleaned. As of (B)(6) 2015 the infection has resolved.